Event description:
In 7/2003, while hospitalized, a home pt (hp) was diagnosed with peritonitis after the hp executed a mid-theapy disconnect/reconnect while neglecting to observe aseptic technique. In 2003 the hp's nurse (rn) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/5 of the automated peritoneal dialysis therapy. Reportedly, the hp had disconnected the transfer set from the pt line of the homechoice set during a drain cycle, without pausing therapy. The hp then reconnected to the setup and received the 2240 alarm. Baxter's tsc assisted the rn in ending therapy early. Therapy was completed by setting up with new supplies. Per rn, in 7/2003, the hp exhibited cloudy effluent and abdominal pain. The hp was diagnosed with peritonitis and remained in the hosp while being treated with vancomycin 2g intraperitoneal once weekly for 3 weeks. Based on the absence of peritonitis symptoms, the rn has concluded that the hp has fully recovered from the infection. The hp was hospitalized at time of report for reasons "not associated with dialysis."